Manufacturer narrative:
Testing and investigation found the device alarmed with an e630 (screw rotation error) error code. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with an e630 (screw rotation error) error code. The device was returned to the biomedical department with an unsigned note that stated, "malfunction 630/19". No tracking info was provided; therefore, no specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, an e630 (screw rotation error) error code was noted. No add'l info was provided.